Manufacturer narrative:
The device is not expected to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, the patient experienced infection of subclavicular pocket with partial exposure of the device. Subsequently, the device was explanted and successfully replaced. No adverse patient effects were reported.